Manufacturer narrative:
The disposable handpiece used in this case was not returned; therefore, a failure analysis of the complaint device cannot be completed. The lot number for the device used was identified and met all qa specifications when it was released, including adequate sterilization. The minerva surgical operator's manual lists infection as a possible adverse event after endometrial ablation under other adverse events. The disposable handpiece is provided sterile and was unlikely to have been the source of the infection in this case.

Event description:
It was reported that a patient underwent an uneventful minerva procedure. Approximately five days after the procedure the patient reported right lower-quadrant abdominal pain, was diagnosed with tubo-ovarian abscess, hospitalized, and treated with antibiotics. The patient made full recovery without the need for any additional surgical interventions.